Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified distal left anterior descending artery. Pre-dilatation was performed with a 1.5 x 12 mm balloon catheter. A 2.5 x 15 mm xience v stent was deployed when a proximal edge dissection occurred. The dissection was treated with another xience v to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device is not returning. The electronic lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Intimal dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.